Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/29/2014).

Event description:
Consumer complaint of low blood results. Caller normally is around 90-104mg/dl fasting. Back to back blood test results were 296 and 284mg/dl. Last 5 results in memory were 465mg/dl, 96mg/dl, 49mg/dl, 49mg/dl, 262mg/dl. Customer states that she was not taking her insulin based on her low results (49 and 49mg/dl), whereas she became dizzy and fell and broke her ankle and cut her chin. No adverse event reported.